Event description:
In olympus representative reported to olympus, on behalf of the customer, the evis lucera gastrointestinal videoscope forceps channel had an air leak. Upon inspection and testing of the returned device, foreign matter came out due to the clogging of the forceps channel. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the forceps channel caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the device had foreign matter came out due to the clogging that was difficult to remove from the forceps channel and air/water supply nozzle. It was noted, there was dirt that was also difficult to remove found on the bending section, operation part, illuminating lens and the insertion part of the serpentine tube. In addition, the air supply port (water supply pipe) was loose, the paint on the air/water supply cylinder was peeled off, up/down angle knob unit wear and the bending section adhesive was missing. Also, there were scratches on the insert serpentine tube, right/left knob, right/left angle fixing knob, up/down angle knob unit, up/down angle fixing lever, operation part, operation part cover, switch box, grip, universal code, scope connector, scope connector cover, tip cover, curved part, soft part were cracked and damaged. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the facility staff was inadequately trained in reprocessing and/or the device was not handled in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.